Manufacturer narrative:
Continuation of d10: product ID 748951 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6)2024 product type extension product ID 389033 lot# j0519468v serial# implanted: (B)(6) 2005. Explanted: (B)(6) 2024 product type lead product ID 74001 lot# n762448 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type adapter section d information references the main component of the system. Other relevant device(s) are: product ID: 389033, serial/lot #: (B)(6), ubd: 21-mar-2009, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient lead migrated down and patient was no longer feelings stimulation where they needed it, lead extensions were replaced without incident, and ipg was replaced with a rechargeable per patient request.